Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a "cassette not attached properly" error. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D3: correction h6: evaluation codes updated device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. The cause of the issue was found to be that the battery compartment was cracked. The battery compartment, springs, pogo contacts, separators, gaskets and insulator were replaced. Additionally, the downstream occlusion (dso) sensor was found to be nonreactive and the upstream occlusion (uso) seal was buckled. The dso sensor and uso seal were replaced. The service history was reviewed and a previous repair was found to have been completed on 01-feb-2025, for ¿damaged battery compartment." Based on the review of complaints it was determined that the previous repair is related to the current complaint.